Manufacturer narrative:
The insulin pump received with stripped battery cap at coin slot area, cracked battery tube threads, cracked reservoir tube lip and cracked display window corner.

Event description:
The customer reported not being able to remove the battery cap from the insulin pump. The customer's blood glucose was 147 mg/dl at the time the issue was reported. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusions can be drawn at this time.